Event description:
Thoratec heart mate ii(pbu)swapped at patient home to have routine maintenance performed. Hospital product technician observed a disconnected back-up battery on the unit. After the initial discovery, 5 other units were found to have the same problem. Process for set-up: hospital orders pbu from thoratec, who then ships it to us(battery cord typically tucked behind circuit board during shipping), we contact thoratec's contracted company, who then does the installation of the pbu prior to patient set-up. No back-up power supply in the event of a power failure, would leave patient with no power to the lvad device which could lead to death or serious injury.